Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced issue of 3 infusion sets cannula being bent on 19-may-2024, 24-may-2024 and 16-jun-2024, the event occured after three hours of insertion after being in use for 2 days. The site of insertion was at abdomen. The blood glucose was high and treated with correction injection via mdi. The patient replaced infusion set and resumed insulin successfully. The patient went to the emergency room on (B)(6) 2023 and was hospitalized with high blood glucose level of 250 mg/dl. Patient was having life threatening levels of ketones as discussed with health care professional. Patient was taken to intensive care unit and was treated with intravenous fluids of saline and insulin, and had high ketones level. Patient was released from hospital on (B)(6) 2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-17135. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated with soft cannula found bent upon removal from infusion site. The batch 6004917 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6004917 was manufactured according to the wi version 110 manufactured in the inset 3, on 12/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04-aug-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6004917 and 4 complaints have been registered in database for the same lot 6004917 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 4 complaints received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.